Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits moderate detritus adhesion on surface, and indications of slight melting on output window; there is misalignment of the metal cap output window with the red stop sign; the metal cap is not loose within the outer flow tubing; the outer flow tubing open end exhibits minor scratch marks, and signs of slight melting. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 27,000 joules while using the surgical fiber during a pvp procedure, the system continuously went into standby mode; the fiber tip was reportedly not embedded into tissue and cleaning of the fiber tip did not help. The fiber was replaced and the procedure continued using a second fiber, however the same issue occurred except that the fiber tip (likely referring to the metal cap) would easily pop off. The procedure was completed using a third surgical fiber. Patient outcome: "ok" - there was no injury reported. This report is for the first fiber used.